Event description:
During a coronary stent procedure in a calcified renal artery, the physician was direct stentng and experienced difficulty crossing the lesion. While retracting the delivery/stent device back into the guide catheter the stent dislodged on the wire. The delivery device was removed and a balloon catheter was advanced through the stent. This was dilated just enough (atmospheres unknown) to bring the stent back to the guide catheter for removal without "indent." Patient status is listed as "okay".